Manufacturer narrative:
Per the clinic, the patient developed an infection at the abutment site and subsequently was treated with topical antibiotics (specific date and duration not reported). This report is submitted on may 03, 2023.

Event description:
Per the clinic, the patient experienced a skin overgrowth on the abutment. Subsequently, the patient was treated with steroid injections and oral antibiotics (date and duration not reported). Additional information has been requested but has not been made available as of the date of this report.